Event description:
Zoll customer support contacted a (B)(6) female pt after her download revealed a "battery ir test failure flag." Pt did not receive a replacement battery as she had ended use after undergoing surgery for an implantable cardioverter defibrillator.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery ir test failure) was unable to be replicated. As received, the battery would charge in the charger but did not power on a monitor. Upon eval, the battery cells had a low output voltage of 6.48 volts, which is lower than the 8.2 volts necessary to power on a monitor. The root cause of the low output voltage cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was not issued a replacement battery pack as they had received an implantable cardioverter defibrillator and ended use.